Event description:
Spontaneous call from patient who reported malfunctioning cassette or tubing issue causing both pumps to alarm. She changed to a new cassette and tubing while on the call and was able to successfully get her infusion going again. Her pump was turned off for 1-1.5 hours while she was getting to her supplies and she denied any side effects or changes in her breathing. Unknown if her doctor is aware of this event. No other information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.